Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received an attune left knee revision to treat loosening of the tibial tray. Upon entering the joint, the surgeon identified and debrided thickened inflammation and swelling. The tibial tray was loosened and debonded at the cement to implant interface and removed. The femoral component was well-fixed and retained. Thickened inflammation was debrided around the well-fixed and retained patella. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components. The procedure was completed without complications. Primary part/lot and operative notes were not provided. Doi: unknown. Dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.